Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 438 mg/dl at the time of incident and current blood glucose was 301 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode feature. Customer did not alleging insulin pump was under delivering. Customer declined to test on insulin pump. Troubleshooting was declined for high blood glucose level. The device will not be returned for analysis.